Event description:
The caller reported they had talked to people who had "gotten infections from these things." When asked if this comment was specific to (B)(6), the patient said "no, just neurostimulators in general." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).